Event description:
Caller stated that the patient has a chronically low rvtip/rvcoil impedance in the low 200 ohms range, and has experienced a nuisance low rvtip/rvcoil impedance alert at 190 ohms. Caller asking how to resolve7 recommended that the caller turn off the rvpacing impedance out of range alert, and rely on the rv ua alert to notify them of any potential future issues with the rvpace/sense lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).